Manufacturer narrative:
Inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor passed per spec with accurate reading.

Event description:
Customer reported receiving false predictive low alerts. She also reported that her calibrations were not being accepted and that she had to change the sensor twice in one day. Customer was advised on calibration protocol. The blood glucose reading was 214 mg/dl. She reported that when the sensor glucose reading was 56 mg/dl, the blood glucose reading was 246 mg/dl. Customer stated that there was no incorrect or delayed entry of the blood glucose. She stated that the calibration error alert was not the result of the first calibration attempt after initialization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.